Event description:
It was reported that oversensing had been observed on the right ventricular lead. No patient symptoms were reported as a result. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).